Event description:
It was reported that during an unknown procedure, the clips were not firing properly. Either the clips were firing open or two clips at a time. Another device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In addition, the device was returned empty. Possible causes for the condition found, may be if the device is closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: did the clips drop/eject from the jaws unformed? Yes. Did the clips fall into the patient? No. If yes, how were they retrieved? Which firing of the device did this event occur on? Er320. What vessel or structure was the device fired on at the time of the event? Bile duct was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes out of the patient to test. What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? Yes. Myself, ((B)(6) - theatre nurse) out of the patient to test it and yes they were firing unformed.